Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number (B)(4). The following MFR report numbers are related to this report:1221359-2022-00947.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two patients. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasopharyngeal sample. Repeat testing was not performed. Pcr confirmation testing was performed on the same day with a nasopharyngeal sample and generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation completed: testing was performed at abbott diagnostics scarborough, inc. On retain kits with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot m166091 and test base part number 190-430 / lot m166091. During qc release testing 1 false positive result was obtained, which is acceptable per release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.